Manufacturer narrative:
B1 (is product problem) has been ticked to capture the malfunction code. D3 (manufacturer fax) has been omitted from the initial mw. E4 (reporter also sent report to FDA?) Has been omitted from the initial mw. G1 (manufacturer contact fax number) has been omitted from the initial mw. Stroke: the cause of the injury was not determined due to insufficient clinical details. Difficult to advance: the cause of the deliver issue was determined to be patient condition as the patient had narrow blood vessels and vascular sclerosis preventing successful delivery of impella.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: a 74-year-old patient female with a history of cardiomyopathy and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The case was managed as an extracorporeal cardiopulmonary resuscitation (ecpr) scenario. Due to narrow femoral vessels, femoral impella placement was not feasible; therefore, the patient was initially supported with an intra aortic balloon pump (iabp) and extracorporeal membrane oxygenation (ECMO). In an effort to wean the patient from ECMO, placement of an impella 5.5 via the right surgical axillary/subclavian artery approach was planned. Subclavian passage was achieved without issue; however, resistance was encountered when advancing the catheter tip at the junction of the brachiocephalic artery and ascending aorta, possibly related to vascular sclerosis. After the application of torque and forward pressure, the catheter advanced and the impella 5.5 was successfully positioned. On the following day, the patient developed anisocoria, and computed tomography imaging demonstrated a cerebral infarction. The patient expired while on support in the setting of underlying critical clinical condition. The direct cause of the cerebral infarction could not be confirmed due to limited post event evaluation.